Manufacturer narrative:
Exemption number: e2014018. The instrument is not available for investigation. Io patient's oral was burned on the tip. During a surgery the patient's oral was burned on the tip. Temporary damage that will heal fully and will most likely not negatively influence the patient in the future. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. No product available and therefore it is possible to determine an exact conclusion and root cause. It is assumed that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related.

Event description:
It was reported by the healthcare professional "patient's oral was burned on the tip."